Event description:
It was reported that inappropriate therapy due to oversensing was observed. The device and lead were explanted.

Manufacturer narrative:
No medwatch form was received. External insulation abrasions were noted at 12.3-12.7cm and 14.2-15.4cm, consistent with lead friction to the ICD can. The silicone insulation was not abraded. External insulation abrasion was noted at 7.5-8.0cm from the connector pin. The pace/sense outer coil was exposed at this location. This is consistent with the reported field event of noise.